Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4). The allegation of oor on the left lead was confirmed. The lead was received separated approximately 2 inches below the distal electrode #4. Closer inspection of the separation under a lab microscope observed rounded fractured coils across all coils. Functional testing could not be performed due to the lead being received in two segments and missing the anode end. There was no allegation against the functionality of the right lead. The lead was received without the distal electrode end. Pull damage was observed at the distal electrode end. Slight kink damage was observed throughout the lead. The pull and kink damage is assumed to have occurred during explant. No other damages or anomalies were observed throughout the lead. Functional testing could not be performed due to the lead being received without the distal electrode end. There was no allegation against the functionality of the ipg. Visual inspection observed no damages or anomalies with the received ipg. The ipg passed functional testing and performs properly. H6 updated.

Event description:
The patient reported no stimulation. The clinical specialist troubleshot the issue with the patient and confirmed that all four electrodes on the lead stimulation leads have high impedances. There was no report of patient harm or injury. The patient underwent a surgical procedure to explant the reactiv8 system. The implantable pulse generator(ipg) and two leads were removed without complications. There was no report of patient harm or injury.

Event description:
The patient reported no stimulation. The clinical specialist troubleshooted the issue with the patient and confirmed that all four electrodes on the lead stimulation leads have high impedances. There was no report of patient harm or injury. The patient underwent a surgical procedure to explant the reactiv8 system. The implantable pulse generator(ipg) and two leads were removed without complications. There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). Other devices explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial number: (B)(6). UDI #: (B)(4). Model: 5100. Description: reactiv8 implantable pulse generator. Serial number: (B)(6). UDI #: (B)(4).